Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s caregiver contacted support for navigation assistance from the fill tubing screen back to the meal announcement screen, and the agent provided troubleshooting and education; during this period the user experienced hypoglycemia with a lowest blood glucose of 54 mg/dl for approximately 5 minutes, with cause unclear. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included no functional impairment, no hospitalization, and no need for medical intervention or back-up therapy. Investigation included complaint review and user support troubleshooting. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained undetermined. It was concluded that the event was use-related hypoglycemia with cause unclear, with device function not confirmed to be at fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.